Event description:
Reporter indicated a vns therapy patient presented at office visit with high lead impedance on both system and normal mode diagnostic tests. The patient fell down the stairs in (B) (6) 2008 "and ever since then his has had more seizures". The patient's seizure activity level is the same as his pre-baseline. The date of the last acceptable diagnostic tests is unknown. X-rays reviewed by the physician revealed a lead fracture. Revision surgery is likely. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death.